Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was able to be reproduced with isometrics. During a device upgrade procedure, an insulation anomaly was found on the lead. The insulation was repaired with medical adhesive. Electrical measurements were normal. No patient symptoms were reported.